Event description:
It was reported that during a laparoscopic tubal ligation procedure that while inserting the trocar into abdomen they hit an unknown blood vessel which resulted in a laparotomy. Patient received a blood transfusion. After a couple of days the patient was able to go home. No further information was provided to the rep.

Manufacturer narrative:
(B)(4). Date sent 5/29/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the total estimated blood loss (ml)? How was the bleeding addressed? How did the device fail to perform? What is the alleged deficiency against the device? What is the surgeons experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2025. Additional information was requested, and the following was obtained: what was the total estimated blood loss (ml)? Unknown at this time. Was told by the surgeon that the patient did receive a blood transfusion. How was the bleeding addressed? Unknown, but a general surgeon was called in to help complete the case. How did the device fail to perform? Surgeon didn¿t say that the device failed to perform. She informed me that she had a complication while using our trocar. What is the alleged deficiency against the device? None given. What is the surgeons experience with the device? She is about a year out of residency.